Event description:
It was reported that the right ventricular lead had high threshold and the r-waves had decreased over time. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high volt portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk ICD, (B)(6) 2008. (B)(4).